Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available

Event description:
It was reported that the single-use aspiration needle did not extend during the puncture attempt and remained in the catheter during use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding the event and approved final investigation. Updated fields: b1, b2, b5, d8, d9, g3, h1, h2, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the reported issue cannot be confirmed. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received that the reported issue occurred during an endobronchial ultrasound biopsy of mediastinal lymph nodes. Reportedly, in one examination, part of the plastic cover remained in the bronchial system and had to be removed afterward, which caused a minimal prolongation of the procedure. There was no deterioration in the patient's health. The procedure was completed. There were no reports of patient injury.